Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). It was reported that calibration was not performed correctly. Labeling indicates: do not calibrate if the glucose reading error symbol shows in the status area.